Event description:
It was reported that (1) 355rt was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the hospital made 5mm skin incision. Upon insertion or 5mm trocar, resposable cannula broke in half. The surgeon had to fish broken portion out of abdomen. Opened another device to complete the case. There was no consquence to patient.